Manufacturer narrative:
Company comment: the serious, expected event of anaphylactic shock and unexpected event of respiratory arrest were considered possibly related to the treatment. The non-serious expected events of urticaria, pruritus, swelling and fatigue and the non-serious unexpected events of vomiting and hypotension were considered possibly related to the treatment. Seriousness criteria includes life-threatening condition and the need for multiple medical interventions to prevent permanent damage. The unexpected events of respiratory arrest, vomiting, and hypotension, along with associated events, were secondary to the anaphylactic shock. The potential root cause includes the patient's hypersensitivity to the product. Sculptra was used off-label in temples. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and indicate a possible involvement of the product. The reported lot number was valid and verified the reported product. A batch record review will be performed to exclude a non-conforming product. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the currently performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 26-sep-2024 by a physician concerning a 60-year-old female patient. Additional information was received on 27-sep-2024 from the same reporter. The medical history of patient included allergy to penicillin and shellfish and developed hives. She was not taking any concomitant medications. The patient had previously received treatment with unspecified cosmetic fillers. The patient had not experienced any illness or dental procedures prior to receiving sculptra. On (B)(6) 2024, the patient received treatment with 2 vials of sculptra (lot 4j0822) to temples, jaw line, cheeks, and pyriform fossa with unknown injection technique and needle type. Sculptra was injected to temples (off label use of device). A couple of minutes after completing her sculptra injections, the patient experienced itchiness (pruritus) in her back. Five minutes post-treatment, the patient experienced anaphylactic shock (anaphylactic shock) and low blood pressure (hypotension) was recorded at 60/30, and she was coding (as reported). The patient stopped breathing (respiratory arrest) and almost died. The patient developed full body hives (urticaria) on back, arms, face, and legs including hives down her throat. In addition, she experienced swelling (swelling) of the whole-body including hands/arms and face, four times their original size. The patient also threw up (vomiting). As treatment, the hcp administered benadryl [diphenhydramine hydrochloride] and allegra [levocetirizine dihydrochloride]. The patient was injected with an epipen [epinephrine], given prednisone [prednisone] and kenalog [triamcinolone acetonide] in the clinic before calling 911. Her second bp was 60/25 according to the hcp. The paramedics reached the clinic in about 11 minutes after calling and they were able to stabilize the patient before leaving the hcp's office. The patient was seen in an unspecified emergency department for further evaluation and discharged. The events were resolved on (B)(6) 2024. As of (B)(6) 2024, the patient was doing fine and has dramatically improved, but still complains of general fatigue (fatigue). Outcome at the time of the report: stopped breathing was recovered/resolved. Anaphylactic shock was recovered/resolved. Swelling was recovered/resolved. Itchiness was recovered/resolved. Full body hives was recovered/resolved. Low blood pressure was recovered/resolved. Threw up was recovered/resolved. General fatigue was not recovered/not resolved/ongoing. Sculptra was injected to temples was recovered/resolved.

Manufacturer narrative:
Company comment: the serious, expected event of anaphylactic shock and unexpected event of respiratory arrest were considered possibly related to the treatment. The non-serious expected events of urticaria, pruritus, swelling and fatigue and the non-serious unexpected events of vomiting and hypotension were considered possibly related to the treatment. Seriousness criteria includes life-threatening condition and the need for multiple medical interventions to prevent permanent damage. The unexpected events of respiratory arrest, vomiting, and hypotension, along with associated events, were secondary to the anaphylactic shock. The potential root cause includes the patient's hypersensitivity to the product. Sculptra was used off-label in temples. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and indicate a possible involvement of the product. The reported lot number was valid and verified the reported product. A batch record review was performed to exclude a non-conforming product. Sanofi confirms that no quality issues have been identified in the overall manufacturing process of the specified batch. The batch conforms to cgmp and specification requirements. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
8 case reference number (B)(4) is a spontaneous report sent on 26-sep-2024 by a physician concerning a 60-year-old female patient. Additional information was received on 27-sep-2024 from the same reporter. The medical history of patient included allergy to penicillin and shellfish and developed hives. She was not taking any concomitant medications. The patient had previously received treatment with unspecified cosmetic fillers. The patient had not experienced any illness or dental procedures prior to receiving sculptra. On (B)(6) 2024, the patient received treatment with 2 vials of sculptra (lot 4j0822) to temples, jaw line, cheeks, and pyriform fossa with unknown injection technique and needle type. Sculptra was injected to temples (off label use of device). A couple of minutes after completing her sculptra injections, the patient experienced itchiness (pruritus) in her back. Five minutes post-treatment, the patient experienced anaphylactic shock (anaphylactic shock) and low blood pressure (hypotension) was recorded at 60/30, and she was coding (as reported). The patient stopped breathing (respiratory arrest) and almost died. The patient developed full body hives (urticaria) on back, arms, face, and legs including hives down her throat. In addition, she experienced swelling (swelling) of the whole-body including hands/arms and face, four times their original size. The patient also threw up (vomiting). As treatment, the hcp administered benadryl [diphenhydramine hydrochloride] and allegra [levocetirizine dihydrochloride]. The patient was injected with an epipen [epinephrine], given prednisone [prednisone] and kenalog [triamcinolone acetonide] in the clinic before calling 911. Her second bp was 60/25 according to the hcp. The paramedics reached the clinic in about 11 minutes after calling and they were able to stabilize the patient before leaving the hcp's office. The patient was seen in an unspecified emergency department for further evaluation and discharged. The events were resolved on 26-sep-2024. As of (B)(6) 2024, the patient was doing fine and has dramatically improved, but still complains of general fatigue (fatigue).. Outcome at the time of the report: stopped breathing was recovered/resolved. Anaphylactic shock was recovered/resolved. Swelling was recovered/resolved. Itchiness was recovered/resolved. Full body hives was recovered/resolved. Low blood pressure was recovered/resolved. Threw up was recovered/resolved. General fatigue was not recovered/not resolved/ongoing. Sculptra was injected to temples was recovered/resolved. Tracking list: v.0 initial, v.1 brr results received on 30-oct-2024. Follow-up attempts with the reporter have been made without success.